Event description:
It was reported the shaft broke. The target lesion was located in the let anterior descending (lad) artery. The physician selected a guidezilla extension catheter for use through a non bsc guide catheter. Resistance was encountered during the insertion. The shaft of the guidezilla detached inside the guiding catheter while the device was 2 or 3cm proximal from the tip of the guiding catheter. The detached portion of the guidezilla was removed with a balloon anchor along with the guiding catheter together from the patient. When the guidezilla was removed from the patient it was noted to be detached at the connection part of the guide segment. The procedure was completed with a non bsc device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).